Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a stress test. The pulse generator was temporarily programmed to ddi mode, but the clinician then noted intermittent undersensing. It was suspected that the undersensing occurred due to the temporary programming changes. The patient would be brought in later for a sensitivity assessment.